Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Device replacement was recommended. The device also exhibited high out of range pacing impedance on the right ventricular (rv) lead channel. This device was explanted and replaced. During the changeout, the device also exhibited rv loss of capture (loc). No additional adverse patient effects were reported. The device is expected to be returned for analysis.